Manufacturer narrative:
Correction: describe event or problem. Omit: e2401 - insufficient information, f24 - insufficient information. Additional information: imdrf annex e, f codes. Investigation summary: the complaint that the pump kept alarming for an occlusion without any occlusion was not confirmed with the information provided via email. No devices were returned for this investigation; therefore, inspection, testing and log review could not be performed. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that part of the system¿s downstream occlusion detection system designed to minimize nuisance, patient-side occlusion alarms. Allows system to automatically continue an infusion following detection of a patient-side occlusion if downstream pressure falls to an acceptable level within a 15-second checking line period. If this feature is enabled, checking line function occurs when downstream pressure exceeds pressure limit. In selectable pressure mode: pressure limit is either user-adjustable or locked in system configuration. In pump pressure mode: pressure limit is a function of flow rate and is automatically determined by device. If downstream pressure decreases to a predetermined level (below 50% pressure limit) during 15-second checking line period, infusion automatically continues. If condition is not cleared within 15 seconds, a partial occlusion - patient side alarm occurs. Using the guardrails¿ editor software, the system can be configured to allow 0 (zero) to 9 restart attempts within a rolling 10-minute period. If allowable number of restarts is exceeded or if feature is set to zero, an occluded - patient side alarm occurs when system detects downstream pressure that exceeds pressure limit. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the report that the pump kept alarming for an occlusion without any occlusion was not determined, as no devices were returned for the investigation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the pump kept alarming for an occlusion without any occlusion. The clinician flushed the IV which worked fine, but the medication would not infuse due to the occlusion alarms. The clinicians attempted to restart the infusion, turned the pump off and restarted the pump. The clinician then tried to program the med as a basic infusion because they couldn¿t restart the med with the right dosage. However, the pump would still immediately alarm for an occlusion. The clinicians ultimately had to get a new pump module and that resolved the issue. The affected device was sent to biomed for evaluation. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the pump kept alarming for an occlusion without any occlusion. The clinician flushed the IV which worked fine, but the medication would not infuse due to the occlusion alarms. The clinicians attempted to restart the infusion, turned the pump off and restarted the pump. The clinician then tried to program the med as a basic infusion because they couldn¿t restart the med with the right dosage. However, the pump would still immediately alarm for an occlusion. The clinicians ultimately had to get a new pump module and that resolved the issue. The affected device was sent to biomed for evaluation. This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.